Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of the returned meter, the result was 1.0¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number: d160526-1). The control solution tests for level low were 55/51 mg/dl, for level high were 248/238 mg/dl. The request control solution ranges are: level low30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Becasue patient did not return her strips, so we tested the retain strips in our warehouse (same strip lot as patient's strip, lot number: d150820-1). The control solution tests for level low were 59/64 mg/dl, for level high were 273/270 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2007 at 4:00 am after the end user received inaccurate results from the prodigy diabetes glucose meter. The end user received a result of 147 mg/dl and became unresponsive. The paramedics were called and transported the end user to the ER. Upon arrival to the ER the end user's blood glucose was 60 mg/dl. She was administered IV fluids along with orange juice, ham/cheese sandwich, pudding and shasta soda to assist with stabilizing her blood glucose levels. Upon discharge from the ER her blood glucose was 150 mg/dl. No further details were provided in relations to the medical event.